Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the company representative was unable to establish any connection between the patient's scs ipg and external devices. Troubleshooting determined the patient's scs ipg was inoperable. Subsequently, the patient's scs ipg was replaced with a new one.